Event description:
Country of complaint: (B)(6). Complaint status: addenbrookes have had an incident of needle thread detachment. Needle thread detachment when passing through the tissue. It happened twice one after another.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing sire eval: eval is ongoing.